Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the lens was cracked in the optical system. The following non-reportable malfunctions were found during the device evaluation: there were minor scratches on the outer tube and scratches on the distal edge. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope, 12°, 4 mm had a cracked lens. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the impact of a major mechanical force, e.g. A blow or a fall. Olympus will continue to monitor field performance for this device.